Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) recorded false atrial lead low impedance values resulting in the ipg not completing implant detect feature. The ipg remains in use. No patient complications have been reported as a result of this event.